Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. No address on file for the customer most likely underlying root cause: mlc-14-insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up calls in order to obtain more information about the complaint and ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 error accompanied by symptoms. The expected fasting blood glucose test result range undisclosed. The customer did report symptoms of feeling weak, dizzy, having a headache and almost passing out and hurt her arm. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states feeling headache, weakness, and injury to arm due to almost passing out. Customer advised to seek medical attention immediately. Customer advised I would be following up with them tomorrow about their condition.